Manufacturer narrative:
The investigation determined that lower than expected vitros (B)(6) quality control results were obtained on a vitros eciq immunodiagnostic system. An additional vitros assay was similarly affected, and the customer stated that the same reagent lots were performing as expected on an alternate vitros instrument. Following completion of preventative maintenance activities by an ocd field engineer, acceptable vitros total (B)(6) performance was observed on the vitros eciq immunodiagnostic system using the same reagent lot. The investigation found no evidence to suggest a reagent malfunction occurred. A definitive root cause could not be determined. However, an instrument issue of unknown origin is the most likely assignable cause.

Event description:
The customer obtained lower than expected vitros total (B)(6) quality control results on a vitros eciq immunodiagnostic system. Results of 4.18, 4.29, and 3.77 miu/ml were obtained from the bio-rad level 1 control fluid versus the expected value of 7.2 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).